Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he was hospitalized with a high blood glucose of 632 mg/dl, headache, nausea and frequent urination. The customer also stated that the insulin pump was giving frequent no delivery alarms, and was squirting insulin during the manual prime. The customer did not have the insulin pump with him, and was unable to troubleshoot. However, advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.